Event description:
It was reported that the patient was deceased due to unknown causes. There is no known allegation from a health care professional that suggests the death was device related. Further information has been requested and not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.